Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced two events of infusion set kinked cannula on (B)(6) 2025. The event occurred in three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for six hours. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.